Event description:
It was reported that the patient's black power cable had a tear. The ventricular assist device (vad) coordinator was unsure of what had caused the damage. The system controller was exchanged and returned for further analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the heartmate 3 system controller black power cable was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was visually inspected and superficial damage to the outer jacket of the black power cable near the black power cable connector was observed. The controller was then functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period without issue. The observed damage did not impact functionality of the controller. The downloaded log files were reviewed and captured the driveline being disconnected and shortly after, both power cables being disconnected on 03oct2025. This series of events is consistent with the controller exchange. There were no other notable events captured in the log files. The provided information indicated the cause of the damage is unknown. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.